Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering confirmed that the septum and shield, internal components of the seal, were damaged and dislodged. There were no other signs of damage to the trocar. The likely root cause of the damage and dislodgement of the seal components is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report #mw5066339.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event. This report is to follow up medwatch report #mw5066339.

Event description:
Unknown procedure - "inner diaphragm (black and clear) of the kii balloon blunt system trocar broke free from the trocar and was discovered in the pt's abdomen following completion of the surgery. The diaphragm was retrieved by the surgeon." Additional information received from user facility via email on december 30, 2016: it was clarified that the inner diaphragm is referring to the internal seal component of the trocar that was dislodged. Laparoscopic instrumentation was being inserted into the trocar at the time of the vent, "unsure at which point in the procedure this actually happened." The seal was discovered at the end of the procedure and was retrieved from the patient abdomen. Type of intervention: na. Patient status: no adverse event.